Event description:
It was reported that during preparation for balloon catheter implantation, heparin water was used to flush the central lumen, which was found to be broken, and heparin water rushed directly into the balloon. As a result, a new intra-aortic balloon (iab) catheter was inserted. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab unable to aspirate/flush central lumen is confirmed. During the investigation, the iabc central lumen was noted broken near the iabc distal tip, within the flex-tip assembly. Additionally, dried blood was noted within the iabc bladder membrane at the location of the central lumen break. The broken iabc central lumen would not allow successful aspiration/flushing of the central lumen. The root cause of the complaint is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for balloon catheter implantation, heparin water was used to flush the central lumen, which was found to be broken, and heparin water rushed directly into the balloon. As a result, a new intra-aortic balloon (iab) catheter was inserted. There was no report of patient complications, serious injury or death.